Event description:
It was reported that for a faraview procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was inserted into the patient, and aspiration was done after removal of the dilator. No air was visible in the faradrive sheath at this point. A farawave catheter was inserted into the faradrive sheath, and aspiration was performed again to remove possible air. However, during aspiration, air was seen in the aspiration syringe. It was reportedly not possible to aspirate without air coming out of the syringe. The physician attempted to withdraw the farawave catheter out of the faradrive sheath and aspirate and reintroduce the farawave catheter into the faradrive sheath, however, air continued to be seen. No fluid leak was seen, but when aspirating, air bubbles were seen in the tubing of the faradrive sheath. Thus, the faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for laboratory analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a faraview procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was inserted into the patient, and aspiration was done after removal of the dilator. No air was visible in the faradrive sheath at this point. A farawave catheter was inserted into the faradrive sheath, and aspiration was performed again to remove possible air. However, during aspiration, air was seen in the aspiration syringe. It was reportedly not possible to aspirate without air coming out of the syringe. The physician attempted to withdraw the farawave catheter out of the faradrive sheath and aspirate and reintroduce the farawave catheter into the faradrive sheath, however, air continued to be seen. No fluid leak was seen, but when aspirating, air bubbles were seen in the tubing of the faradrive sheath. Thus, the faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for laboratory analysis.